Event description:
During shift check, the autopulse platform (s/n (B)(4) displayed "system error, out of service, revert to manual CPR". No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(4) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. The platform's archive data was corrupted and could not be downloaded. However, the platform and diagnostic service pc were able to communicate momentarily, and apvision3 software confirmed a system error - 136 (internal parameter corrupted). The root cause of the system error was the defective processor board, likely due to the aging of the device. The autopulse platform was manufactured in august 2007 and is 15 years old, well beyond its expected service life of 5 years. Visual inspection of the returned autopulse platform was performed at zoll. The top cover, front and bottom enclosures, battery compartment, battery lock, and backlight of the lcd were noted to be damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the head restraint wires on the top cover were broken/cut off. The cut head restraint does not render the autopulse platform non-functional. Both the front and the bottom enclosures had broken screw bosses. The battery compartment was damaged with a smashed screw boss, and the battery lock was bent. These observed physical damages are the characteristics of harsh impacts due to user mishandling. Also, the backlight of the lcd was not lighting up, most likely due to the defective processor board. All the damaged and defective parts were replaced to address the issues. The archive data could not be downloaded as the parameters in backup memory (non-volatile ram) had been corrupted due to the defective processor board. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. Technical investigation revealed that the root cause of the system error was the defective processor board, which was replaced to remedy the fault. Subsequently, the autopulse was subjected to a run-in test using instrumented manikin and large resuscitation test fixture (lrtf) for approximately 15 minutes each, and the platform passed the test without any issues. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).